Manufacturer narrative:
Review of the treatment parameters used were found to be within the recommended clinical guidelines. Images provided on 08/13/2025 were reviewed and discussed with cynosure lutronic medical director. Cynosure medical director states, "the redness observed in the images suggests a partial thickness burn and the patient is at risk for scarring and/or hyper/hypopigmentation." The medical director completed a review of the additional images supplied between 08/14/2025-08/27/2025 and stated "it appears that there may be a small full thickness burn on the left jawline." A trained cynosure lutronic field service engineer (fse) evaluated the device. During this time, the device was subjected to multiple tests including full functionality testing with passing results. The device was found to be working to device published specifications. However, images of the device tip were reviewed and observed a mark which appears to be a burn mark. It is unknown what caused this visual discrepancy. At this time, it is unknown what contributed to the reported malfunction and burning observed in the patient images or the damage to the tip observed in the provided image. It is unknown what caused this observed defect to the tip. The defect was observed but unable to be verified if it contributed to the reported burning. Since a reported malfunction and serious injury occurred, we are reporting this event.

Event description:
It was reported that during corporate training, a staff member experienced a burn on the face during a xerf rf electrocoagulation and hemostasis treatment.